Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to remove the broken gripper line and difficulty with gripper line removability. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Prior to deployment of the first mitraclip, the gripper line (gl) removability test was performed, but the gl was not moving. While the gl was being tested, approximately four to five inches of the gl separated. As a troubleshooting maneuver, they continued with deployment of the first mitraclip. After clip deployment, another attempt was made to remove the gl but there was still no movement. The clip delivery system (cds) was removed from the patient and the two ends of the gl were held in place. The steerable guide catheter was directed to be coaxial with the clip and constant pressure was held on the gl until eventually, the gl was able to be retracted. The gl was removed successfully in two pieces. All of the gl was removed. The procedure continued with two additional mitraclips. The patient is fine and in good condition. The procedure had a good outcome. Mr was reduced to grade 1 with a total of three mitraclips. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents reported incidents reported for difficulty in removing the gripper line and for break (gripper line break during removal) from this lot. A definite cause for the reported difficulty in removing the gripper line in this incident could not be determined. The gripper line break is a result of the difficulty in removing the gripper line as the line broke during removal, and is therefore, related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.